Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). One used device was received for evaluation. Upon receipt the actual device involved was visually inspected. The visual examination revealed that the tip of the catheter had been cut. The type of cut that was observed can be made by the needle if it pierces the catheter. This product is subjected to a 100% inspection by a an in-line vision system that is calibrated and subjected to regular verifications to ensure it is functioning properly. The defect observed in the returned sample would have been detected and rejected by the in-line vision system. The most likely cause of the reported event is that the needle was reinserted. The IFU clearly states, " after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off". Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: the catheter would not advance and as tension was let off the catheter slid back onto the needle. The needle was removed from the catheter to engage the safety apparatus and then the catheter was removed from the patient and it was noticed that a portion of the tip of the catheter was sheared off.